Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in fair condition; there was a cracked rear housing and a bleeding lcd. A cassette was attached to the device and ran with no issues. The investigator was unable to duplicate the "no disposable" alarms. The investigator subsequently recalibrated the upstream sensor, and replaced the downstream sensor as a preventive measure. A root cause could not be established.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited error of "cassette not connected". It was reported that the pump ran for about an hour and started to display error message and the patient tried resetting the pump but couldn't get it to work. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.